Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in israel. As reported, this was a case of an implant of a 26mm sapien 3 ultra resilia valve, in aortic position by transfemoral approach. During the end of valve deployment, the balloon burst. It was decided to remove the delivery system but it got stuck at the distal tip of the esheath. It was not possible to remove it. It was decided to convert the patient to surgery and the delivery system and esheath were removed through cutdown. The patient was noted to be stable after the procedure.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint of balloon burst was confirmed based on evaluation of provided imagery. Available information suggests the patient factors (calcification) and/procedural factors (over-inflation) likely contributed to the event as per 3mensio report there was presence of calcification in the native annulus, and the balloon was inflated with 2ml extra to the nominal volume. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. The complaint of withdraw difficulty was confirmed based on evaluation of provided imagery. Available information suggests that procedural factors (withdrawal of altered balloon profile) likely contributed to the event as the balloon burst during valve deployment. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.